Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive display for approximately one hour, during which the device vibrated when the wake button was pressed but the screen remained blank; the user attempted charging without effect, and a replacement device was arranged with return of the original. Symptoms included hyperglycemia with a reported peak blood glucose of 266 mg/dl and elevated glucose for about one hour, without ketone testing, without medical intervention, and without emergency care. Outcomes included user administration of a backup insulin injection and no reported injury. Investigation included collection of event details, arrangement for device return, and verification that the replacement would require a full startup process as data would not transfer and inspection of the returned device. Investigation of this device revealed a screen/display malfunction consistent with a user interface hardware failure, with no evidence of alarm escalation above 300 mg/dl for over 90 minutes. It was concluded, based on previously established findings for similar reports, that the cause was a device display malfunction.